Event description:
A malfunction alarm with code malf 12 was reported, but there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, which resolved the issue as the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if any issues arise again.